Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, he was currently in vacation and the insulin pump had alarmed about 15 to 20 times. Customer was having issues with transmitting his blood glucose levels to the insulin pump. Troubleshooting was performed. Customer does not recall blood glucose level. The device alarmed radio frequency pic failed self-test. Alarm did not occur during rewind sequence. Customer performed a bolus and it recorded correctly. Temporary basal was not programed prior to the alarm occurring. Customer was advised the device need to be replaced and customer agreed to return it for further analysis. Device also alarmed motor error and no delivery but customer declined troubleshooting.

Manufacturer narrative:
The insulin pump alarmed due to a faulty component on the radio frequency circuit board. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No unexpected motor error alarm was noted.